Event description:
It was reported that the customer was at the emergency room and the nurse requested information on the customer's basal rates. It was found that the insulin pump was stuck on the prime/rewind loop and it could not have access to the basals settings or history on the insulin pump. It was stated that the insulin pump did not display no reservoir when the piston stop moving during the manual prime. Advised the nurse that a replacement of the insulin pump will be sent. The nurse stated that the customer is ready to be transferred to another facility, where there would be an endocrinologist available. The nurse stated that they were not sure why the customer was at the emergency room. Explained to nurse that the customer should not be connected to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.